Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade was observed. While the ablation catheter was in the left atrium (la), at the anterior wall looking for the cfe, the catheter appeared slightly outside the geometry with an impedance slightly higher than the la. The catheter was moved, but not posterior. The catheter was then moved a few centimeters and the catheter was back in the la with good impedance. A few minutes later, the patient became hypotensive, and a cardiac tamponade was revealed via transoesophageal echo (eto) and trans thoracic echo (ett). The blood was drained and the patient was stabilized. There were no performance issues with any abbott devices.